Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a cut on side next to breast area from electrode digging into skin, two holes that are bleeding. There was no alleged device malfunction contributing to the wound. It's unclear if the nurse who spoke with support services, applied any creams or ointments to the wound. Reporting out of an abundance of caution. Follow up indicated that the wound improved.